Event description:
It was reported that there was a local infection of the implantable neurostimulator. There was no patient injury and the device was explanted. Patient outcome was not yet known.

Event description:
Additional information received reported that the patient recovered from the infection on the day of the explant.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2011-08944. Additional review indicated the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
Corrected implant date.